Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the physician could not implant the lead during the permanent procedure on (B)(6) 2013. The procedure was abandoned and the lead was discarded. The procedure lasted two and a half hours.